Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported black material in chamber and sinus infection. He was prescribed 3 antibiotics. The patient reported no serious harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient reported black material in chamber and sinus infection. He was prescribed 3 antibiotics. The patient reported no serious harm or injury. There was patient harm associated with this event and are updated in this report. Initial reporter was incorrectly reported. It is corrected on this report. Report source is updated on this report as it was not reported previously.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the device was returned to the manufacturer's service center for further evaluation. The manufacturer was previously received information alleging a bipap device's sound abatement foam became degraded and patient alleged to sinus infections, black in chamber. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External and internal inspection was completed by the manufacturer. The external & internal visual inspections of the devices found no obvious signs of contaminates present in (or on) the received devices including the dreamstation/humidifier air-path, or the humidifier chamber area and found no evidence of water ingress to the dreamstation/humidifier. A visual inspection of the new bacteria filter found no evidence of contaminants after this time period. The device's event logs were downloaded and reviewed. The manufacturer concludes that there was no evidence of contamination present in (or on) the received devices including the dreamstation/humidifier air-path, or the humidifier chamber area.